Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a device follow-up, the physician got a message indicating the device had experienced an electrical reset which occurred before the implant date. The message was cleared, and the device remains in use. No patient complications have been reported as a result of this event.